Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The inspiratory and expiratory flow sensors were replaced to resolve the reported issue. For 1 unit, the customer replaced the inspiratory and expiratory flow sensors prior to arrival of the ge healthcare service representative which resolved the reported issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced stuck component. 1 event was reported for the flow sensor membrane being stuck open, and 1 unit was reported for a malfunction of the expiratory flow sensor where the flap diaphragm was stuck to the side of the flow sensor. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, and 1 did involve a patient. There was no patient information available.